Event description:
It was reported that the patient was seen in clinic due to pocket stimulation. The pulse generator was unable to be fully interrogated and a response to magnet placement was unable to be obtained. It was suspected that the device was in backup vvi mode. The device was explanted and replaced on (B)(6)2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.